Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2016-00769 / 00770 / 00771).

Event description:
It was reported patient underwent a right total knee arthroplasty on (B)(6) 2001. Subsequently, the patient was revised on (B)(6) 2006, (B)(6) 2009, and (b)(46 2010 due to unknown reasons. It was further reported that patient was revised on (B)(6) 2016 due to torn quad tendon and subluxation of the tibial bearing. During the revision, all components were removed and replaced.